Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the elevator base from the distal end would lift when the forceps elevator wire was manipulated, which caused the elevator riser to not fully rise. In addition to the reportable malfunction, the following were noted: excessive scratches on the elevator base from the distal end side and a dent on the light guide tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): " do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had a broken forceps elevator. There were no reports of patient harm.